Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/03/2024, it was reported by a sales representative via (B)(4) that an ar-9929bc-cp 3.9mm bc achilles pars/ amss cc drill ended up breaking off. This occurred during an achilles repair using the pars and midstubstance kit. They inserted the guidewire to drill with our 2.6 cannulated drill at a 45-degree angle in the drill. The patient's bone was so hard that the drill ended up breaking off into the patient's bone. They were not aware of this until they tried to insert the anchor, and the inserter bent because drill shavings were stopping the anchor from entering. Another kit was opened because they needed a new 3.9 swivelock. The surgeon decided to drill again using the solid 2.6 drill in a different hole. The case was completed as per usual and the repair was finished. Before the skin was closed, the surgeon took x-rays to see if they could get the remainder of the drill out of the patient. The x-ray showed that it was lodged inside the calcaneus. The surgeon decided it would be better to leave the drill piece inside of the patient instead of making a larger incision and removing part of his bone to find this piece. The incisions were closed, and jumpstart dressing was placed on top of the incisions.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.